Manufacturer narrative:
(B)(4). It is reported, per sales rep. That the piece of the device that broke off into the patient was left in an area that the doctor was not concerned it would migrate to the patient's heart.

Event description:
The customer reports: the doctor ballooned the area then inserted product. Pt ((B)(6) male) complained of pain. Area ruptured in the vein and they noticed after procedure in the video that the tip had broken off in the vein. They kept balloon in to stop bleeding. After reviewing the film they realized tip was still in the pt. They retrieved the product from the trash and noticed the tip was missing from the end of the product. Tip is still in pt now. The patient's condition is unknown. Therapy was reported to have been delayed as a result of the alleged defect.

Manufacturer narrative:
(B)(4). The customer returned a single ptd rotator for evaluation. Neither the ptd catheter nor any other components from the kit were returned. Visual inspection was performed and no issues were identified with the rotator. Visual inspection of the ptd catheter could not be performed as only the rotator was returned. The ptd rotator was activated by pressing down on the switch. The ptd rotator activated and stayed actived until the switch was released. A device history record review was performed on the ptd device including the basket/tip and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The customer reported issue of the tip separating from the basket on the ptd catheter could not be confirmed from the returned sample. The actual ptd catheter was not returned for evaluation; only the rotator was returned which functioned as expected. Without the actual ptd catheter device to evaluate, the defect could not be confirmed and a potential root cause could be determined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer reports: the doctor ballooned the area then inserted product. Pt (B)(6) male) complained of pain. Area ruptured in the vein and they noticed after procedure in the video that the tip had broken off in the vein. They kept balloon in to stop bleeding. After reviewing the film they realized tip was still in the pt. They retrieved the product from the trash and noticed the tip was missing from the end of the product. Tip is still in pt now. The patient's condition is unknown. Therapy was reported to have been delayed as a result of the alleged defect.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the doctor ballooned the area then inserted product. Pt ((B)(6) year old male) complained of pain. Area ruptured in the vein and they noticed after procedure in the video that the tip had broken off in the vein. They kept balloon in to stop bleeding. After reviewing the film they realized tip was still in the pt. They retrieved the product from the trash and noticed the tip was missing from the end of the product. Tip is still in pt now. The patient's condition is unknown. Therapy was reported to have been delayed as a result of the alleged defect.